Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation. The device was explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation. The device was explanted and replaced. An atrial lead was also placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.